Event description:
During evaluation of a returned transfer set the pull ring cap was found to be loose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and verified the reported issue of loose blue pull ring cap. A short simulated therapy was successfully performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed and passed successfully. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.